Event description:
It was reported that the device was used during a laparoscopic hysterectomy, the device gave an error 5. The customer replaced the disposable and the system passed so the customer continued the case with no pt consequence.